Event description:
Per the independent repair center statement, the unit was alarming or has a red light. The key failure was the zip ties on the product tank leaking. In addition, the door for the shroud is missing, the filter for the sound box is also missing.